Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure and required a reboot to continue.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction, but did find the lemo connector was loose with the interconnect cable and was tightened. All pcbs were also re-seated to assure proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.